Event description:
It was reported that a patient was experiencing trouble with the pump of an inflatable penile prosthesis (ipp) due to scar tissue that developed around the pump. The original ipp was explanted and a new ipp was implanted with the new pump placed in a different location as the previous one. No patient complications reported.